Event description:
It was reported that on friday morning, the customer attempted to test her blood sugar with her guide blood glucose device. However, the customer was unsuccessful with getting a reading due to a test error that appeared on the screen. The caller could not provide the error that was displayed. The customer felt her blood glucose was low that morning, but continued to take her normal prescribed dosage of 3mg of glyburide. Approximately 30-45 minutes later, the daughter found the customer unresponsive and incoherent. The daughter called the emt's. Once emts arrived they received a blood glucose result of 30 mg/dl on their professional meter and treated the customer with a glucose IV. The emt's transported the customer to the hospital. The blood glucose results obtained at the hospital were not provided. The customer was admitted into the hospital for low blood glucose and was treated with a glucose IV. The patient was admitted into the hospital on (B)(6) 2020 and was discharged on (B)(6) 2020.